Event description:
Boston scientific received information stating: lead threshold was high 3volts at 0.4ms or 2.7volts at 0.8ms impedance was stable and r wave was 3mv. He lead threshold was high. The patients pacemaker was reprogrammed. Orange base hospital australia lead implant date (B)(6) 2003 lead remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).